Event description:
It was reported that during an acl reconstruction procedure, the drill broke between the fixed and flexible part. The flexible part was able to be retrieved but the metal notches at the transition were broken and could not be found.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The drilling head of the device is slightly damaged on the cutting edge. Also, the end of the drill is not sharp. The device failed at the last joint of the flexible section of the drill. The investigation concluded that the reamer breakage was caused by a dull cutting blade that should have been replaced, excessive force applied to the device during operation, and/or back and forth drilling movement of the drill that would have caused breakage. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during an acl reconstruction procedure, the drill broke between the fixed and flexible part. The flexible part was able to be retrieved but the metal notches at the transition were broken and could not be found.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.